Event description:
The smart pump looked and was the same model as our smart pumps. The pump in question had a diffrent library from ours. This could cause harm to the patient because of different doses.====================== health professional's impression======================if the nursing staff is not aware of the diffrent dose setting for a particular smart pump, they may input the preset setting without verifying the amount of delivery. Delivery amounts may vary from one hospital to another.